Event description:
Additional information received indicates that the lead was repositioned without incident and remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased threshold measurements along with a slight increase in impedance measurements. A chest x-ray revealed that the lead had dislodged. No adverse patient effects were reported. As of today the lead remains implanted. Surgical intervention is expected to reposition lead however we have not received information that this has yet to occur.